Event description:
An unknown size sprinter balloon was inserted into a patient for the treatment of a right coronary artery lesion. Vessel morphology was reported to have moderate tortuosity with moderate calcification. It was reported that the physician inflated the balloon multiple times through out the vessel. After multiple inflations the balloon burst at an unknown atmosphere; there was no injury to the patient. The entire balloon delivery system was successfully removed from the patient. A second sprinter balloon and another manufacturer's stents were used to successfully complete the case. No additional sequelae were reported and the patient is reported to be fine.

Manufacturer narrative:
H6: evaluation results: patient's condition affected effectiveness of device (moderate tortuosity and moderate calcification). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (moderate tortuosity and moderate calcification).